Event description:
Consumer experienced fever, headache, dizziness and vomiting. It was the fifth day of her menstrual cycle, she removed tampon and called (B)(6) to ask about tss. (B)(6) recommended her to see her physician.

Manufacturer narrative:
This event occurred in (B)(6). Product is mfg and sold outside of the united states. We are reporting this event because the tampon is "similar" to a tampon sold in the u.s. Complaint info is being captured for trending. This closes out this report unless additional, significant info is received. Report sent to FDA on (B)(4) 2009.